Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). Database and log files were reviewed. Both readers were cleaned and normalization was checked. Robot calibration was performed. All checks and tests passed. The complaint is not confirmed. The root cause is unknown. If additional information is received in the future, this complaint will be re-opened and re-investigated. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No parts or materials were returned as a part of this complaint investigation. No new risks, trends, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends. CAPA 1632720 is pending approval for investigation of "results" issues related to bd sars cov 2 assay.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A confirmatory test was performed using a different test method and the result was negative. No results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A confirmatory test was performed using a different test method and the result was negative. No results were reported out and there was no report of patient impact.